Manufacturer narrative:
Initial 2 of 2 based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported two issue that the patient experienced high blood glucose levels due to kinked cannula on event 1 - (B)(6) 2026 and event 2 - (B)(6) 2026 and was treated with correction injection via mdi (multiple daily injection).